Manufacturer narrative:
In the event additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device back from the customer. (B)(4).

Event description:
The customer stated that the ventilator alarmed transducer fault, circuit fault, and would not ventilate. The vent was on a patient at the time of the reported event, but at this time, it is unknown if there was any harm to the patient.